Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The vessel sealer instrument was analyzed the customer-reported complaint was confirmed and replicated. The instrument was found to have a loose pitch cable at the proximal end. The pitch cables were loose on one side. No failures were found in the logs. Additionally, the instrument exhibited imprecise motion in the pitch/yaw directions. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument could not be controlled. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the site's primary reporter and obtained the following information regarding the reported event: the surgeon had his head inside the surgeon console¿s high-resolution stereo viewer. The surgeon was attempting to manipulate the instruments from the surgeon's console. The failure is related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The instrument did not move in the intended direction and was noted to move in the opposite direction. The timing of instrument movement was appropriate. No shakiness or friction was experienced. There were no external collisions. The action taken when the issue occurred was that the surgeon tried to move the vse. The issue occurred once and then they change to a backup instrument and that resolved the issue. The issue occurred 1 hour after the beginning of the procedure. The drape is not available for return. There was no injury to the patient as a result of the event. The instrument was inspected prior to use and it had no damage or anything out of the ordinary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The vessel sealer instrument was analyzed the customer-reported complaint was confirmed and replicated. The instrument was found to have a loose snake wrist cable at the proximal end. The snake wrist cables were loose on one side. No failures were found in the logs. There was an additional fa finding related to the customer-reported complaint. The instrument exhibited imprecise motion in the pitch/yaw directions. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion was observed.

Event description:
Refer to h10/h11 for follow-up information.